Event description:
A malfunction on a pump was reported, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and advised the customer to use multiple daily injections as backup until the replacement arrived. The customer was instructed on returning the faulty pump and setting up their new one, acknowledging all instructions, including updating their insulin pump software and connecting their continuous glucose monitor.